Event description:
It was reported that this insertable cardiac monitor (icm) eroded through the skin so the patient underwent a surgical intervention to explant the device. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned product is not able to provide relevant information pertinent to erosion. Skin erosion and device migration are known issues for implanted devices.

Event description:
It was reported that this insertable cardiac monitor (icm) eroded through the skin so the patient underwent a surgical intervention to explant the device. No new device was implanted. No additional adverse patient effects were reported.